Event description:
The nurse discovered blood and IV fluid in the bed of the infant and blood backed up in the line. The umbilical artery catheter line stopcock was noted to be leaking through the connector device. This required an emergency blood transfusion and boluses of IV fluid to stabilize the infant.